Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 678 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patient was treated with intravenous fluids as well as insulin. In addition the patient was given compazine for nausea. Upon removal of the pod the patient reports the pods cannula was dislodged from the pod infusion site (abdomen) as well as bent. The patient reports the pod was leaking during wear. The patient was discharged from the hospital after 12 hours.